Event description:
The user received a discrepant calcium result for one pt sample. The initial result was 10.2 mg per dl and was repeated due to the lab's protocol to repeat all calcium results greater than 10.0 mg per dl. The repeat results on the same sample were 9.45 and 9.5 mg per dl. The result of 10.2 mg per dl was initially reported, and they issued a corrective report with 9.5 mg per dl result for calcium. The user did not know if the pt was treated based on the initial result and does not have any additional information to provide. Investigation is ongoing. If additional information is received, appropriate notification will be provided.